Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ecgs were intermittent. The cause for the failure was contamination found on ECG "c" which was causing intermittent failures. The root cause for the contamination was ingress of an unknown liquid. . Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.